Manufacturer narrative:
(B)(4). Report source: foreign: country: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2022 - 02142.

Event description:
It was reported upon inspection in the japan warehouse, team member found debris in sterile package. No patient involvement. No additional information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Upon receipt of additional information, it has been determined that this device did not contain any debris that would compromise sterility. The initial report was forwarded in error and should be voided. Complaint sample was evaluated and the reported event was confirmed. Visual review for front loading cartridge kit compatible with vacuum mixing system each individually sterile packaged [item 00506905200 lot 65451629] confirms (2) cavities had a loose dark debris in the sealed inner cavity. Both pieces were less than .60 sq. Mm. Per procedure a total of two particles whose individual areas do not exceed 0.60 sq. Mm in size are acceptable. Therefore, the devices are considered conforming. Device history record (DHR) was reviewed and no discrepancies were found. Reported event did not occur in an operating room or as part of a medical procedure; medical records are not available for review. The likely condition of the product when it left zimmer biomet was conforming. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Upon receipt of additional information, it has been determined that this device did not contain any debris that would compromise sterility. The initial report was forwarded in error and should be voided.